Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e315 error occurred because water was confirmed to have entered the scope connector, and moisture adhered to the video signal processing circuit board, causing an electrical short, and the mounted components such as integrated circuit chips and capacitors were destroyed due to overcurrent. However, a conclusive root cause could not be determined. It is likely that the water leak could have occurred since water had invaded out of the venting connector for water leak detection, even though there was no air leak. Possible causes are as below: attached the eog (ethylene oxide gas) cap or the water leak test air tube with water droplets adhered to the venting connector. Moisture entering the endoscope cleaning /disinfection device due to the abnormality in the water leak test air tube, and that entered together with air during a water leak test. However, a conclusive root cause could not be determined. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for detection. " confirm that the wli and nbi endoscopic images are normal.. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the incompatible scope and scope communication error codes due to a damaged charged coupled device unit, the bending in the up direction and the play of the up/down knob does not meet standard value due to wear of an angle wire, the adhesive on the bending section cover has a chip, the suction connector was dirty due to water leakage, a scratched suction connector, plastic distal end cover, connecting tube, and universal cord, a sticky universal cord, a discolored objective lens, and the scope ID is not displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope produced an incompatible scope error code. The issue occurred during preparation for use of an unknown procedure. The device was replaced, and the procedure was completed without further reported complication. There were no reports of delays or patient harm.